Event description:
Case description: investigation result. Suspect: novopen 6, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: reporter type and reporter occupation updated EU/ca tab: expected date of follow up report was extended device addendum tab: annex b c d g codes updated device narrative updated. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary. Suspect: novopen 6, batch: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) bloods sugars were going through the roof (high) [blood glucose increased] the piston rod not pushing out medication [device mechanical issue] patient was not getting full insulin dosage [incorrect dose administered by device] case description: this serious spontaneous case from australia was reported by a consumer as "bloods sugars were going through the roof (high)(blood sugar increased)" with an unspecified onset date, "the piston rod not pushing out medication(device mechanical jam)" with an unspecified onset date, "patient was not getting full insulin dosage(incorrect dose administered by device)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index were not reported dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: medical history was not provided. On an unknown date, patient reported that they had 4 novopen 6 devices, all with the same issue of piston rod not pushing out medication. They did not realise that the pen was not working and that patient was not getting full insulin dosage. Patient was hospitalised as blood sugars were going through the roof (high) other details of hospitalization were not reported batch numbers: novopen 6: requested ryzodeg penfill 100 u/ml: requested action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "bloods sugars were going through the roof (high)(blood sugar increased)" was not reported. The outcome for the event "the piston rod not pushing out medication(device mechanical jam)" was not reported. The outcome for the event "patient was not getting full insulin dosage(incorrect dose administered by device)" was not reported. Reporter's causality (novopen 6) - bloods sugars were going through the roof (high)(blood sugar increased) : possible the piston rod not pushing out medication(device mechanical jam) : unknown patient was not getting full insulin dosage(incorrect dose administered by device) : unknown company's causality (novopen 6) - bloods sugars were going through the roof (high)(blood sugar increased) : possible the piston rod not pushing out medication(device mechanical jam) : possible patient was not getting full insulin dosage(incorrect dose administered by device) : possible reporter's causality (ryzodeg penfill 100 u/ml) - bloods sugars were going through the roof (high)(blood sugar increased) : possible the piston rod not pushing out medication(device mechanical jam) : unknown patient was not getting full insulin dosage(incorrect dose administered by device) : unknown company's causality (ryzodeg penfill 100 u/ml) - bloods sugars were going through the roof (high)(blood sugar increased) : possible the piston rod not pushing out medication(device mechanical jam) : possible patient was not getting full insulin dosage(incorrect dose administered by device) : possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.